Event description:
Bayer case number: (B)(4). Back pain [back pain] hair loss [hair loss] muscle pain [muscle pain] joint pain [joint pain] neck pain [neck pain] paraesthesia [paraesthesia] menorrhagia [menorrhagia] abdominal swelling [swelling abdomen] significant flatulence [flatulence] memory disorder with word searching. [Word finding difficulty] bloating [bloating] chronic fatigue [chronic fatigue] case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 27-sep-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain") in an adult female patient who had essure inserted (lot no. 505112916, 50512916) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On unknown date she experienced back pain (seriousness criterion medically important), alopecia ("hair loss"), myalgia ("muscle pain"), arthralgia ("joint pain"), neck pain ("neck pain"), paraesthesia ("paraesthesia"), heavy menstrual bleeding ("menorrhagia"), swelling abdomen ("abdominal swelling"), flatulence ("significant flatulence"), aphasia ("memory disorder with word searching."), bloating ("bloating") and fatigue ("chronic fatigue"). At the time of the report, the outcomes for back pain, alopecia, myalgia, arthralgia, neck pain, paraesthesia, heavy menstrual bleeding, abdominal distension, flatulence, aphasia and fatigue were unknown. No causality assessment was received for essure with regard to alopecia, myalgia, arthralgia, neck pain, back pain, paraesthesia, heavy menstrual bleeding, swelling abdomen, flatulence, aphasia, bloating or fatigue. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Back pain [back pain] hair loss [hair loss] muscle pain [muscle pain] joint pain [joint pain] neck pain [neck pain] paraesthesia [paraesthesia] menorrhagia [menorrhagia] abdominal swelling [swelling abdomen] significant flatulence [flatulence] memory disorder with word searching. [Word finding difficulty] bloating [bloating] chronic fatigue [chronic fatigue]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2024. The most recent information was received on (B)(6)2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain") in an adult female patient who had essure inserted (lot no. 50512916) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2010, the patient had essure inserted. On unknown date she experienced back pain (seriousness criterion medically important), alopecia ("hair loss"), myalgia ("muscle pain"), arthralgia ("joint pain"), neck pain ("neck pain"), paraesthesia ("paraesthesia"), heavy menstrual bleeding ("menorrhagia"), swelling abdomen ("abdominal swelling"), flatulence ("significant flatulence"), aphasia ("memory disorder with word searching."), bloating ("bloating") and fatigue ("chronic fatigue"). At the time of the report, the outcomes for back pain, alopecia, myalgia, arthralgia, neck pain, paraesthesia, heavy menstrual bleeding, abdominal distension, flatulence, aphasia and fatigue were unknown. No causality assessment was received for essure with regard to alopecia, myalgia, arthralgia, neck pain, back pain, paraesthesia, heavy menstrual bleeding, swelling abdomen, flatulence, aphasia, bloating or fatigue. Batch is not valid: 505112916. Lot number:50512916, manufacture date: 2010-09, expiration date: 2013-09. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-oct-2024: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report